Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was sent a new insulin pump about 6 months ago. Customer was having unexplained high blood glucose all day on (B)(6) 2016. Customer stated that it caused him to be hospitalized on (B)(6) 2016. Customer stated that he was out of insulin today and when he went to change his infusion set, the insulin continued to drip out the end of the tubing until it got down to one line on the reservoir. Customer stated that his blood glucose was running high on thursday and he went to the hospital. Customer's blood glucose was 468 mg/dl at the time of the 911 call and it was over 530 mg/dl when he arrived at the emergency room. Customer thought that he had a virus because he had abdominal pain and his stomach was swelling. Customer had high ketones and a high white blood cell count, so he was kept overnight. Customer was treated with an insulin drip and his blood glucose was 118 mg/dl when he was discharged. Customer was wearing the pump at the time.